Manufacturer narrative:
An investigation into a mis-identification event while using the vitek ms was performed. An analysis of the instrument data files showed the instrument to be properly fine-tuned. Analysis of the sample files indicate poor spot quality. Sample (B)(6) showed low intensity, low number of peaks, and not many high mass peaks present, yielding inconsistent results. In contrast, the repeat test with (B)(6) had a good number of peaks, high intensity, and high mass peaks present and gave consistent results with all 3 knowledge bases. This shows spot quality is the most probable cause of this incident. Based on the results of the investigation, the product is operating within specifications.

Event description:
A customer notified biomerieux that they had multiple identifications for the same sample when using the vitek ms instrument. The reference lab obtained a plate from a customer for identification. There were two different morphologies seen on the plate so the reference lab subcultured both out to separate plates, a and b: the isolate from plate a was designated as (B)(6). This isolate was run on the vitek ms and an identification of xanthomonas campestris was obtained. However, many other spots in the acquisition group were red, so the reference lab reshot on the entire acquisition group. The second time that (B)(6) was shot, an identification of lactobacillus jensenii was obtained. The isolate from plate b was designated (B)(6). O this isolate gave an identification of micrococcus luteus/lylae. The reference lab decided to take another isolate from plate a and designated it (B)(6). This isolate gave an identification of micrococcus luteus/lylae. Since this matched the identification from (B)(6), the reference lab felt comfortable that this was the correct identification and reported it to the customer. There was no other confirmatory testing done to ensure that this was correct. When specifically asked the customer noted no injury or death happened as a result of the multiple identification.